Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: g4 ¿ 510k: this report is for an unknown reduction/retraction/distraction instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1: initial reporter is j&j company representative. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on june 19, 2024 upon loaner set check in and inspection, prior to surgery, it was discovered that the set was unfit for use in surgery; retractor body locked up and was unable to be properly expanded and compressed. There was no patient involvement. This report is for one unknown reduction/retraction/distraction instruments. This is report 1 of 1 for (B)(4).